Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows the cassette not attached error. The issue was found during testing. There was no patient involvement.

Manufacturer narrative:
Updated b6, b7. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a latch/lock flex sensor. As a result, the latch/lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.